Event description:
It was reported that during a right hemicolectomy procedure, the case went well. The staple line was oozing and the surgeon had to put two additional sutures to stop the oozing. The case went well and there was no patient consequence. It is unknown when, but sometime later, the patient received four units of blood. The patient is stable at this time. The device was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.